Manufacturer narrative:
The automated impella controller (aic) device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A patient of unknown age and gender should receive hemodynamic support from an impella cp smartassist heart pump due to acute myocardial infarction/cardiogenic shock. During preparation, the automated impella controller (aic) issued a ¿purge disk not detected¿ alarm. The aic with serial number(B)(6) was exchanged for the aic with serial number(B)(6). This then issued an ¿impella defective¿ alarm. The impella cp smartassist heart pump was replaced with a new impella cp smartassist. The ¿impella defective¿ alarm remained. The aic with serial number (B)(6) was exchanged for a third aic. The impella cp then worked without any further problems.

Manufacturer narrative:
Additional information from initial MFR 1220648-2024-06294 was provided in section b5. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. This is one of four medical device reports associated with the event. Refer to manufacturing report number 1220648-2024-06292 for automated impella controller 1 with serial number (B)(6). Refer to manufacturing report number 1220648-2024-06290 for pump 1 impella cp with serial number (B)(6) refer to initial medwatch with date of report 15-jan-2025 for pump 2 impella cp serial number (B)(6). Corrected information from initial MFR 1220648-2024-06294 was provided in section b1, b2, h1, and h6.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Prior to impella support, the patient was cannulated with extracorporeal membrane oxygenation (ECMO) and was intubated. It was reported that after the impella cp with serial number (B)(6) (pump 1) was implanted and connected to the automated impella controller (aic) with serial number (B)(6) (aic 1), an alarm occurred for impella defective. The impella cp was explanted and replaced with a new impella cp pump with serial number 463963 (pump 2), and the impella defective alarm was not resolved. An additional aic with serial number (B)(6) (aic 2) was connected to the second pump, and the impella defective alarm was not resolved. The aic was replaced again with a third unit, the alarm was resolved, and support was initiated. After 6 days of ECMO and impella support, a cerebral bleed was discovered, and therapy was discontinued. It was noted that the cerebral bleed was not impella related. The patient was given systemic heparin during impella use. It was noted that the patient expired while on impella cp support. There was a delay in needed support when pump 1 would not be recognized by aic 1. Additionally, there was a delay of support as the aic 1 and aic 2 would not recognize pump 1 or pump 2. It cannot be said the period of time with loss of hemodynamic support did not contribute to the patient's overall outcome. The patient experienced a cerebral vascular accident while on support with pump 2. While the physician stated it was not impella related, but there is no alternative cause identified or provided as the likely cause of such event. Additionally, the patient was given systemic heparin for impella use which may have contributed to the cerebral bleeding. Pump 1, aic 1, aic 2, and pump 2 cannot be ruled out as contributing factors in the overall event.

Manufacturer narrative:
Data analysis: the pump (sn (B)(6)) was moved from ic2240 to ic5084. However, immediately after the pump connection, the ¿impella defective¿ alarm (event #3) was also displayed on ic5084 as it was displayed on the initial console ic2240. Note: according to the complaint coordinator, pump 463963 was moved to the third console, ic6874. Ic6874 logs confirmed there was no impella detective alarm, and support was provided for five days, indicating the reported failure mode was highly intermittent. Device analysis: console ic5084 was returned to fs for further analysis. No hardware issue related to the "impella defective" alarm was found on the aic (ic5084). Root cause: the root cause of the intermittent "impella defective" alarm could not be determined due to the inability to reproduce it. D2 common device name updated. G1 reporting contact email and reporting contact us city upated.